Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. Microscopic examination and tactile inspection revealed numerous kinks in the distal shaft. The ID (inner diameter) of the collar was measured and was found within specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination revealed a partial separation at the collar/proximal shaft weld. Microscopic examination found no irregularities or defects in the ptfe. A promus element plus catheter was used for functional testing. Functional testing was performed by inserting the catheter through the collar of the guidezilla. The catheter was able to advance through the collar with out issue. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20nov2015. It was reported that a guide extension catheter could not cross the lesion, stent could not advance through the guide extension catheter and guide extension catheter bent occurred. The target lesion was located in a moderately tortuous right coronary artery (rca). A guidezilla¿ guide extension catheter was used to help deliver a stent. During procedure, the guidezilla¿ guide extension catheter was inserted but failed to cross the point between the proximal of rca and the middle of rca. The physician then performed the balloon anchor technique and the guidezilla¿ guide extension catheter was able to cross the lesion. After which, the physician inserted the stent however, the stent could not advance at the port of the guidezilla¿ guide extension catheter. The guidezilla¿ guide extension catheter was removed and it was noticed that the guidezilla¿ guide extension catheter was bent. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status is good. However, device analysis revealed a partial separation at the collar/proximal shaft weld.